Manufacturer narrative:
Initial reporter addr 1: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 10 syringe 0.3ml 31ga 8mm tw 10bag 500 twn were unable to inject. Product defect was noted prior to use. The following information was provided by the initial reporter: 2 needles blunt 1 needle blocked. Injector reported 2 syringes barbed and customer complained about pain upon removal from skin, injector tried to draw botox up in 3rd syringe and completely blocked. Reports ''hit and miss'' some in batch not barbed and work and some are.

Event description:
It was reported that 10 syringe 0.3ml 31ga 8mm tw 10bag 500 twn were unable to inject. Product defect was noted prior to use. The following information was provided by the initial reporter: 2 needles blunt 1 needle blocked. Injector reported 2 syringes barbed and customer complained about pain upon removal from skin, injector tried to draw botox up in 3rd syringe and completely blocked. Reports ''hit and miss'' some in batch not barbed and work and some are.

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, d.10 returned to manufacturer on: 2020-08-31 h.6. Investigation summary customer returned (33) 3/10cc, 8mm, 31g syringes (3 loose, 30 in sealed poly bags) with the shelf carton from lot # 9270979. Customer states that the needles are blunt and blocked and there is pain upon removal from skin. All returned syringes were tested (#1-3 loose, #4-33 from the sealed poly bafs)for point geometry, lube, and cannula od (specs: outer diameter for 31g: 0.0100¿-0.0105¿). All samples were also tested and all were able to draw and expel properly without any observed defects. All observations fall within specifications. A review of the device history record was completed for batch # 9270979 all inspections were performed per the applicable operations qc specifications. There were three (3) notifications [200845895, 200846421, 200846212] noted that did not pertain to the complaint. Bd was not able to duplicate or confirm the customer¿s indicated failure. Based on the investigation, no additional investigation and no CAPA is required at this time.